Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed 4 separate areas on the driveline with tears in the outer sheath. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient complained of additional breaks in the outer urethane coating of the driveline cable. The breaks were located more to the middle of the exposed driveline between the exit site and strain relief at connector. The patient came to clinic on (B)(6) 2016 to cover the areas of exposed inner silicone electrical wire conduit. On-site inspection revealed four separate areas on the midline of the driveline with tears in the outer urethane layer exposing the silicone sheath within. Wires remained intact and no "electrical fault" alarms were logged. After discussing with the patient the description of the driveline repair procedure the patient voiced an understanding of the risks and benefits and was willing to proceed. A modified driveline sheath repair was subsequently performed to the exposed silicone sheath beginning at the proximal 2 centimeters (cm) of the connector strain relief and going back towards the driveline/patient exit site a total of 45 cm. After removing remnants of the previous repair, a double layer of 1/2-inch silicone tape was anchored to the proximal strain relief and wrapped circumferentially around the driveline for 45 cm, and wrapped backwards towards the strain relief. Any exposed areas on the driveline were closed with two layers of silicone. The patient was discharged from the clinic in stable condition. No alarms or adverse events occurred during the driveline repair process. It was further documented that there were no pump stops associated with the repair. Photos provided of the reported damage appear to confirm the event.